Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an athero-embolic-aorta. It was reported that the stent graft had migrated proximally approximately 6 weeks post stent graft implant. It was reported that the aorto-iliac bifurcation had circumferential thrombus. The cause of the migration is unknown; however the aneurx stent graft is indicated for treatment of aortic and iliac aneurysms. No additional clinical sequelae were reported and the patient is reported to be fine.